Event description:
It was further reported that this is the same case as user facility maude report #mw5098430 it was reported that balloon rupture occurred. The 70% stenosed, target lesion was located in a calcified vessel. A 4.50mm x 15mm nc emerge balloon catheter was advanced for post dilatation of a synergy drug-eluting stent. However, during inflation at 22 atmospheres, the balloon ruptured. When the device was removed from the patient, it looked like a piece of the balloon was missing. No balloon fragments were found via fluoroscopy but the physician thought a piece remained in the patient. All devices were removed from the patient and the procedure was not completed. No patient complications were reported.

Manufacturer narrative:
Maude report: device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation of the inner shaft 3mm distal of the distal marker band. There was no tip or distal portion of balloon. There was contrast and blood in the inflation lumen, and blood in the guidewire lumen. The balloon was loosely folded. There was a circumferential tear 10mm from the proximal end of the balloon. The inner shaft was stretched for 10mm starting 30mm from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Maude report.

Event description:
It was further reported that this is the same case as user facility maude report #mw5098430. It was reported that balloon rupture occurred. The 70% stenosed, target lesion was located in a calcified vessel. A 4.50mm x 15mm nc emerge balloon catheter was advanced for post dilatation of a synergy drug-eluting stent. However, during inflation at 22 atmospheres, the balloon ruptured. When the device was removed from the patient, it looked like a piece of the balloon was missing. No balloon fragments were found via fluoroscopy but the physician thought a piece remained in the patient. All devices were removed from the patient and the procedure was not completed. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed, target lesion was located in a calcified vessel. A 4.50mm x 15mm nc emerge balloon catheter was advanced for post dilatation of a synergy drug-eluting stent. However, during inflation at 22 atmospheres, the balloon ruptured. When the device was removed from the patient, it looked like a piece of the balloon was missing. No balloon fragments were found via fluoroscopy but the physician thought a piece remained in the patient. All devices were removed from the patient and the procedure was not completed. No patient complications were reported.